Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that did not turn on. This condition was found in the intensive care unit. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. Upon further review, the quality engineer has attributed the reported condition to a power supply failure. This condition had the potential to interrupt delivery. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and reproduced during service evaluation. The quality engineer has confirmed the reported condition as a power supply failure. The assignable cause was identified as a defective power supply. Additional information: a service history review found that the device has not been previously sent into service for the reported condition. Should additional information become available, a follow-up medwatch will be submitted.